Manufacturer narrative:
The reported field event of failure to interrogate was not confirmed. Both radiofrequency and inductive telemetry were tested and revealed to be functional. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level upon receipt. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage and programmed settings. The telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench and no anomaly was detected.

Event description:
It was reported that the device was unable to be interrogated via inductive telemetry during an in clinic follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.